Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The controller's internal, non-replaceable, rechargeable battery is used to power an audible "no power" alarm when both power sources are disconnected. The instructions for use (IFU) warns users that a controller with a blank display or no audible alarms should be replaced. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that minutes following a controller exchange, the new controller was attached to the monitor when suddenly both battery indicators and alarm indicator triangle displayed red light, no alarm sounded and the display was blank. The controller was exchanged with no reported effect on the patient. The patient is doing fine and was discharged after the controller exchange. No further information was provided.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via functional testing. Analysis revealed that the device passed visual examination but failed functional testing because there was no communication between the controller and the monitor; and while controller is running the motor fixture, an unknown medium priority alarm is sounding continuously. Additionally, the controller fails startup display sequence. However, the narrative in the event details stating, "no alarm sound" could not be verified at the bench test, all audible alarms on the controller sounded as intended. During supplemental testing, the user interface controller (uic) was found defective and it was identified as the root cause of the reported event. The most likely root cause of the reported event is an inoperative user interface controller (uic) integrated circuit (ic) chip. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.